Manufacturer narrative:
Product complaint (B)(4). Investigation summary : update 2-sept-2020: the investigation was re-opened upon receipt of the product. Examination of the returned device found no defects. The investigation found no evidence of product malfunction or product error and the need for corrective action was not established. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The feet to adjust the valves angle of the attune measured sizer do not lock in place when position is picked.